Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Glass ampoule of liquid monomer shattered when top was being snapped off. Scrub nurse cut hand. Back table contaminated with blood and liquid monomer. Scrub nurse was relieved by another team member, back table reset for cement mixing with replacement drapes / products, and procedure continued.

Manufacturer narrative:
An event regarding the base of the ampoule breaking into small pieces while opening a simplex liquid ampoule was reported. The event was confirmed. Method & results: device evaluation and results: the fractured ampoule was returned for evaluation. The fractured ampoule pieces were returned in a sealed container as there was also blood contamination on the ampoule due to the cut the nurse sustained. The ampoule nib was broken cleanly off. The base of the ampoule (approximately half the ampoule) had broken into several pieces. Six retain ampoules from the same simplex liquid lot were also visually inspected. Visual inspection indicated that the ampoules met visual inspection criteria and that the plastic crackers were present on the ampoules. Functional testing was also performed on the six retain ampoules. The purpose of the test was to verify the correct opening of the ampoules, that the break was clean upon opening or snapping off the tip of the ampoule. Opening of the ampoules: clean breaks were observed with all 6 ampoules. There was no evidence of visible fissures present on the ampoules neck or excessive fragments of glass generated under the breakage. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the bmr was satisfactory. Complaint history review: chr confirmed that there were no other similar events reported for the lot. Conclusions: the fractured ampoule was returned for evaluation. The fractured ampoule pieces were returned in a sealed container as there was also blood contamination on the ampoule due to the cut the nurse sustained. The ampoule nib was broken cleanly off. The base of the ampoule (approximately half the ampoule) had broken into several pieces. Six retain ampoules from the same simplex liquid lot were also visually inspected. Visual inspection indicated that the ampoules met visual inspection criteria and that the plastic crackers were present on the ampoules. Functional testing was also performed on the six retain ampoules. The purpose of the test was to verify the correct opening of the ampoules, that the break was clean upon opening or snapping off the tip of the ampoule. Opening of the ampoules: clean breaks were observed with all 6 ampoules. There was no evidence of visible fissures present on the ampoules neck or excessive fragments of glass generated under the breakage. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
Glass ampoule of liquid monomer shattered when top was being snapped off. Scrub nurse cut hand. Back table contaminated with blood and liquid monomer. Scrub nurse was relieved by another team member, back table reset for cement mixing with replacement drapes / products, and procedure continued.